Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer's report was verified and the pace encoder cable assembly was replaced to remedy the reported problem. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device's pacer rate was not adjustable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.